Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a percutaneous biliary drainage procedure. Prior to patient contact, the operator injected through the hub and leakage occurred between the hub and catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. (B)(6) hospital in republic of korea informed cook that on 25nov2020, an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked during a procedure. The user was injecting through the catheter hub and noticed leakage at the hub and catheter interface. The device did not make patient contact and the patient did not experience adverse effect. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The customer did not return the complaint device for evaluation. A document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history record the complaint lot was reviewed. There are no related nonconformances. There are no additional complaints on this lot. There is no evidence of nonconforming material in house or in the field. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the device history record, device master record, and design history file, there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. There is no evidence of manufacturing or design deficiency. Based on the information provided, no inspection of returned product and the results of the investigation, it was concluded a component failure was the cause of the event. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.